Event description:
Device #2 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily scarred common femoral artery after an interventional procedure. Reportedly, resistance was felt during needle plunger removal requiring additional force. When the needle plunger was removed, a needle was not captured by a cuff. The device was removed over a guide wire and a second proglide was used with the same results. The second proglide device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Device #1: part 12673-03, lot #85035-6h indicated is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.